Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4)8 has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the power brick was defective and wold not output dc voltage. The root cause of for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger power brick. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem was not power on. The pt was issued a replacement battery charger/modem.